Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had difficulty charging the device, their level of pain had also increased, including hip pain, the battery was depleted, and their level of pain was 10-10-10; the device diagnosis was that the neurostimulator was unable to recharge and the clinical diagnosis was an increased level of pain. Diagnostics performed included x-rays of the hips and CT-ls to check the electrodes; lumbar injections were done for the pain and the level of pain decreased on (B)(6) 2018 to 8-8-8. The patient turned off the stimulator on (B)(6) 2018 due to anxiety and frustration from trying to use the device and requested an explant; an explant was to be done soon and the patient would be discontinued from the study as they had turned off the device and did not intend to use it anymore before it is explanted. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and related to the patient¿s non-compliance/displeasure with the length of time required to recharge. Interventions taken included administering medications and suspending the therapy. The outcome of the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative. It was reported that no explant had been done yet, the therapy was suspended, and the device remained in the patient. No further complications were reported/anticipated.